Event description:
During evaluation of a returned homechoice device, a high drain error 103 (night drain #3) alarm was identified in the log. The alarm occurred on (B)(6) 2014 at 14:51:32. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. Visual inspection and simulated use testing were performed, with no issues noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional testing of the device. The device was determined to meet functional performance specification requirements per rite testing. Upon conclusion of the investigation, the cause was unable to be determined with the provided information. Should additional relevant information become available, a supplemental report will be submitted.